Manufacturer narrative:
The site address where the device was re-used was unknown at the time of this report. The device has not been returned to the manufacturer. The surgeon commented that the pin might be broken when he was impacting an implant at the shinbone, and that the fixator pin might have been reused several times.

Event description:
It was reported by a medtronic representative, that during a knee osteoarthritis surgery, a 2cm tip of the fixator pin broke at the shinbone on the left side of the patient. The event occurred with the use of a non-medtronic navigation system. The surgeon decided to leave the device inside the patient.